Event description:
Additional information received from the consumer reported that after seven years of it being put in, the patient only had to charge it one time a week. Before it was taken out and replaced, the patient had to charge it at least three times a week.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3774,3 serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4)

Event description:
The consumer reported the battery was replaced due to the implantable neurostimulator (ins) not holding a charge. It was noted the patient had to charge it at least three or four times a week and the ins had been in his body for 7.5 years. On the monday following the report, the patient had an appointment to check on the healing process of the incision. Relevant medical history included post lumbar laminectomy syndrome.